Event description:
Six days after therapy was started, blood was noted in the tubing. The ICU staff stated that an alarm sounded from the pump, but they could not specify which alarm it was. It was reported that the pt expired; however the death was not attributed to the event.

Manufacturer narrative:
The intra-aortic balloon catheter was returned for eval. On (B)(4) 2014 and sent for decontamination prior to testing. A 4psi underwater leak test was performed on the device and a leak was found on the membrane approximately 1.5cm from the rear seal, measuring 0.013cm in length. Examination of the leak site under a microscope revealed a rough white patch around the penetration, indicating that this was an abrasion leak. Abrasion leaks typically occur when calcified plaque in the aorta wears away at the membrane material after several hours of pumping. This is not an unexpected outcome of iab therapy. Our instructions for use state in section IV adverse effects: "balloon membrane perforation may be caused by contact with calcified plaque resulting in abrasion of the surface and eventual perforation". The device history record was reviewed and no non-conformances were found which could have caused this event. A hospital representative reported that the death of this pt was not attributed to the product. (B)(4).